Event description:
On (B)(6) 2019, a 17mm amplatzer septal occluder(aso) was selected for implant. However, the left disk of the aso deformed into a cobra-head shape when it was deployed in the left atrium from the sheath, and did not restore by itself. The aso was removed from the patient and a new 17mm aso was successfully implanted. The procedure was completed with no further issue.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.